Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025.the leakage was in the tubing. The patient replaced infusion sets and resumed insulin successfully. No further information available.